Event description:
Normal rv impedance after device switched polarity due to impedance warning. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).